Manufacturer narrative:
(B)(4). Information was received from a surgeon who is not required to complete form 3500a. The device was received for evaluation. Visual examination confirmed wear and deformation to the internal linkage. A review of the manufacturing records is performed and documented after processing is complete for all manufactured products. Documentation was reviewed for completeness and accuracy to confirm that the lot was manufactured, inspected, and packaged to specification. The device was used for treatment. The manual orthopedic surgical instruments states "hinged, rotating, or articulating instruments should be lubricated with a water soluble product intended for surgical instruments that must be sterilized". The lot number was manufactured (B)(6) 2010 and has therefore been in the field for approximately three years and four months. It is unknown if the instrument was properly maintained. The information provided does not allow for a definitive root cause to be determined. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the handle on the nexgen mis sizing plate broke while trying to attach the tibia.